Event description:
A customer reported an undefined occlusion while on the phone with customer support. There was no reported impact to the customer¿s blood glucose level. The customer declined technical support, and there was no additional information provided regarding any further actions.